Event description:
A customer reported that the pump was randomly alerting with a cartridge alarm, displaying a message that read "cartridge not compatible." There was no adverse impact on the customer's blood glucose level. The patient denied transfer to cts, and no additional information was received regarding the outcome of the event.